Event description:
It was reported that at device change-out, the existing lead tested normal through the psa once hooked up to new device, noise was oversensed on the ventricular channel. Review of old egms found the device programmed very insensitive. Varied low sensing was noted. Lead was replaced.

Manufacturer narrative:
Analysis was not able to confirm the reported noise. Internal insulation abrasion was found at 6.1-7.5cm from distal tip. The distal end of the abrasion was under the rv shock coil. Etfe coating of the conductors was damaged during explant but not abraded at this location. External insulation abrasions were found at 7.5-8.6 cm and 30.3-31.2 cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.